Manufacturer narrative:
The returned device was evaluated. One side of the tip was found to have fractured off; the complaint is confirmed. The cause is attributed to a possible off-axis force placed on the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a dorsal height adjuster broke off during surgery. It was being used to remove a previously implanted screw that was embedded in bone during a surgery to address adjacent level disease progression. There were no issues with the original construct. The tip of the adjuster was removed from the patient. There were no reports of patient injury associated with this event.